Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: pc-(B)(4).

Event description:
It was reported that a patient underwent a right atrial tachycardia ablation procedure and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to cti ablation, the physician was ablating a right atrial tachycardia near the right atrial appendage (raa) with the smarttouch sf catheter. During cti ablation with the navistar 8 mm catheter, the patient reported chest pain and was slightly hypotensive. A small pericardial effusion was detected via transthoracic echocardiography (tte). Pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was reported to be in stable condition throughout the procedure. Patient was transferred to the cardiac care unit (ccu) for observation. Physician believes that the small perforation and subsequent pericardial effusion occurred while using the smarttouch sf catheter. It was also reported that the proximal electrode of the smarttouch sf catheter appeared black on the carto 3 system. Physician believes that the electrode was damaged by the st. Jude medical sr0 8 french sheath because the sheath was too small to accommodate the catheter. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available. The black electrode issue is not MDR reportable because potential risk that it could cause or contribute to a serious injury or death is remote.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/03/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a right atrial tachycardia ablation procedure and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. It was also reported that the proximal electrode of the smarttouch sf catheter appeared black on the carto 3 system. The device was visually inspected and it was found in good conditions. Deflection test was performed and it was found within specifications, as the catheter was deflecting correctly. Then, a coolflow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 4. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Magnetic sensor functionality was tested on carto and the catheter was recognized but the electrode #4 was observed black, however, no magnetic errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint regarding the black electrode observed on carto was confirmed. The root cause of the adverse event remains unknown. Additionally, the customer used a sheath that is not recommended by the instructions for use (IFU). The root cause of the electrical wire breakage cannot be determined. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).